Manufacturer narrative:
The reported device is expected to be returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported via a (B)(6) incident report that the 138105, needle tip electrode's insulation sheared off and was found inside the patient. Additional information received stated no other instrument was in use at the time the insulation sheared off. The electrode was used with a conmed device. The material of the needle tip was fully removed from the patient. This occurred on (B)(6) 2019 during a bba (bilateral breast augmentation). It is unknown what the coag. And cut settings were. There was no reported patient or user injury or impact. There was no reported delay of surgery. The surgery was completed as planned. This report is being raised based on a device malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Corrections: date of event previously stated 5/21/19 it has been changed to (B)(6) 2019. Previously stated complaint is inconclusive. To date, the reported device will not be returned to conmed for evaluation. Therefore, the reported failure could not be verified. Should the device be returned an evaluation will be performed. Upon completion of the complaint investigation a supplemental and final report will be filed. Otherwise, this filing will stand as the final report. Corrected to: complaint is confirmed. The device is not being returned but photographic evidence provided confirmed the reported problem. Should the device be returned an evaluation will be performed. Upon completion of the complaint investigation a supplemental and final report will be filed. Otherwise, this filing will stand as the final report. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Complaint is inconclusive. To date, the reported device will not be returned to conmed for evaluation. Therefore, the reported failure could not be verified. Should the device be returned an evaluation will be performed. Upon completion of the complaint investigation a supplemental and final report will be filed. Otherwise, this filing will stand as the final report. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 2 complaints regarding 2 devices for this device family and failure mode. During the same time frame 2,305,440 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .000001 per the instructions for use, the user is advised the following; these devices should be inspected before and after each use. Visually examine the devices for obvious physical damage including: cracked, broken, or otherwise distorted plastic parts; damage including cuts, punctures, nicks, abrasion, unusual lumps, significant discoloration. This issue will continue to be monitored through the complaint system to assure patient safety.